Event description:
Covidien rec'd info stating that an 840 ventilator had a garbled top display. The ventilator was not in use on a patient at the time the malfunction occurred. The date of the event is unknown.

Manufacturer narrative:
The customer reportedly replaced the graphical user interface (gui) printed circuit board (pcb). The customer then contacted a covidien customer support engineer (cse) to upgrade the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. Covidien ref: (B)(4).